Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Related manufacturer reference number: 2017865-2019-04505. (B)(4).

Event description:
Related manufacturer reference number: 2017865-2019-04505. It was reported that during interrogation for device upgrade, lead noise was predominantly observed on right atrial lead causing automatic mode switch episodes. Lead noise was also observed on the right ventricular lead. Both leads were capped and replaced on (B)(6) 2019. It was noted that there was lead failure and insulation anomaly on both leads. Patient had no adverse health consequences at any time.